Event description:
(B)(4). First time having hives covering my entire body...have had several outbreaks over the years but this week of (B)(6) 2015 has been horrible. Not only do I keep getting hives I'm having numbness in my hands and feet. I wake up to hands that are tingling and swollen to no feeling at all.